Event description:
Rv lia triggered for short v-v count and hr-ns episodes sensing issue: 2848 short v?v intervals since (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).